Event description:
It was reported that on the night prior to the date of this report while having dinner the patient had started to have a seizure and was shaking real bad; the patient was epileptic. The patient had tried to use the patient programmer but it had seemed to turn itself off. The patient might have meant that therapy was turned off because she had mentioned pushing the big white key. The patient did not know how to use the programmer. Patient was at 3.20 on left and 4.0 on right and was assisted in turning it down to 3.0 on the left and 3.70 on the right. She was shaking less after the adjustment. There was no known accident or incident related to the complaint. Patient¿s status was unknown. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0f2fu, implanted: 2014-(B)(6), product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. Product ID: 3708660, serial# (B)(4), implanted: 2014-(B)(6), product type: extension. (B)(4).